Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the device broke when fired and the pieces were retrieved from the pt's cavity. No pt injury was reported.